Manufacturer narrative:
Device evaluation summary: visual inspection shows the obturator tip is rounded. The obturator was inserted into the cannula and with minimal force it slid back inside the cannula. The blue obturator hub was inserted and removed from the plug cap several times with no friction noted. The device was cut apart to measure the components. The obturator hub od and the plug/cap ID were measured using a keyence scope. Obturator hub od was measured to be 0.254 inches, the specification (B)(4) has the od to be 0.258 +0.005 / - 0.004 inches obturator plug/cap ID was measured to be 0.256 inches, the specification (B)(4) has the ID to be 0.255 to 0.257 inches reason for the return was confirmed a manipulation issue. Correction d3: manufacturer name and manufacturer city updated additional info d9: device return date updated and device evaluation availability updated additional info h6: updated the annex b and annex c codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5. Medtronic received additional information that the cannula has not been heated or cooled. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the arterial cannula was difficult to insert because the tip is not rounded. The customer reported arterial can nulation failure and stated that the mandrel is mobile and sinks into the lumen of the cannula at the slightest pressure. The customer attempted to reposition after re-blocking the mandrel, then performed a cannulation with a cannula of the same range but in a sma ller size. There were no known patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction b5. It was reported that the dlp pediatric one-piece arterial cannula was difficult to insert because the tip is not rounded. The customer reported arterial cannulation failure and stated that the mandrel is mobile and sinks into the lumen of the cannula at the slightest pressure. The customer attempted to reposition after re-blocking the mandrel, then performed a cannulation with a cannula of the same range but in a smaller size. No patient complications have been reported as a result of this event. Medtronic received additional information that the cannula has not been heated or cooled. Medtronic received additional information that the same insertion site was used for the replaced cannula. Medtronic received additional information that the cannula nozzle tip was the affected part. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.